Event description:
It was reported that during a arotid pda / stenting encountered. The procedure was initiated with a 6f ling introducer which was positioned in the distal left subclavian. The lesion located at the anastomosis of an axilo-bifemoral graft was pre-dilated with an 8 x 30 mm balloon. The 0.038" guidewire was exchanged for a 0.014" guidewire. The carotid wallstent monorail 10.0-37 was delivered to the lesion site. When trying to deploy the stent, both of the delivery markers moved together, thus impeding the stent deployment. The stent and delivery system were withdrawn. A new stent was implanted with no complications. This product is approved "ous", but is similar to a device marketed in the us.